Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that cannula would retract into the needle guard causing cannula to be partially inserted while the other parts were withdrawn. Sensors would be replaced.